Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 450 mg/dl with moderate ketones. Cause of elevated bg level was unknown, however customer suspects cancer treatment may be contributing to elevated bg. Bg was treated intravenous insulin and with fluids. Reportedly, customer left the ER hours later with customer's bg's in the 300's mg/dl.